Event description:
The customer reported a few milliliters of fluid leaked from the baths of the coulter act diff 2 analyzer. The customer indicated that the leak was not contained within the instrument. The customer stated that the instrument generated vacuum errors during the event. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed the leak from the red blood cell (rbc) and white blood cell (wbc) baths along with the vacuum isolator chamber (vic) not draining. The fse discovered a faulty pinch valve lv18 which was not opening the path to drain the baths. The fse replaced pinch valve lv18 to correct the issue for the baths and vic not draining, resolving the leak and the vacuum errors. The fse also observed that the customer had a noise spike on the beginning of the wbc histogram. This event was unrelated to the leak reported. The fse replaced the main board (analyzer card), power supply module and wbc count (lv17) but the issue was not resolved. The fse ordered and replaced the lyse pump to resolve the issue and no further spikes on the wbc histogram were observed. (B)(4).